Event description:
It was reported that during a laparoscopic fundoplication procedure there was no function after 30 minutes. No patient consequences reported. Procedure was completed with same like device. No further information is available.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and it was functional. However, the device was disassembled to inspect the internal components for activation issues and corrosion was found at min hand activation dome. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.